Manufacturer narrative:
The device was evaluated by a zoll medical approved service provider. The onsite evaluation was unable to duplicate the customer report, but the customer did mention replacing what appeared to be a worn damaged breakout cable that connects to aux power. A review of the device log shows repeated toggling of the power connection throughout the case, with several instances of pd reset occurring during these events. The breakout cable is considered a likely contributor to the defib and pacer malfunction; however, it was scrapped by the customer and could not be tested. The device was subjected to full functional testing that resulted in no discrepancies found. As a precaution, a new breakout cable was provided to the customer. The device was returned to clinical use. No trend related to similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.